Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated at about 3:00pm they went to the store and when they came out of the store, they passed out. Someone at the store called for an ambulance and when the ambulance arrived, they administered the patient with glucose. The patient indicated that his blood sugar had been at 41 mg/dl, compared to the cgm that was displaying 90 mg/dl. After being treated with glucose, his blood sugar increased to 178 mg/dl while his cgm was displaying 68 mg/dl. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.